Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with blurred vision in the right eye one week post lasik. Topical steroid drop dosage was increased. Patient notes "vision is significantly worse in my right eye". Patient experienced a loss of best corrected visual acuity. Additional information has been requested.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, blurry vision with central haze was reported. Haze has resolved. Condition is still improving and vision is stable. Patient continues to be followed as the condition can take up to a year to heal.